Manufacturer narrative:
Additional information was received indicating the patient was admitted due to pneumonia and myocardial infarction. There was no record of further device troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced chest pain, respiratory distress, and diaphoresis. The patient was brought to the emergency room via ambulance. The paramedics reported seeing pacing spikes however the patient's heart rate was zero in the ambulance. Device data was reviewed which revealed an atrial tachy response (atr) episode was recorded at approximately the same time as the symptom onset. The presenting electrogram (egm) showed atrail and ventricular sensing with 1:1 conduction. Some premature ventricular contractions (pvc) and premature atrial contractions (pac) were noted. Boston scientific technical services (ts) recommended further device review to assess pacing threshold. No additional adverse patient effects were reported.